Manufacturer narrative:
This report is submitted on june 19, 2018, (B)(4).

Event description:
Per the audiologist, the patient's abutment fell off and subsequently underwent revision surgery on (B)(6) 2018, under mac anesthesia, to replace the abutment.